Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: device photographs for the device related to the reported event of rupture were reviewed. Visual analysis of the photographs identified device patch with lot number 2713938 and catalog number tsl-170, red particle material on the shell, and an opening on the anterior side. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.